Event description:
Staff at surgery center informed or supervisor that instrumentation wrapped in double pull-back pouches contained visible moisture and condensation after sterile processing. MFR rep called immediately and repaired sterilizer. Sterilizer found to have vacuum setting at 1/2 of acceptable setting. All wrapped instruments from week of 7/25 to 7/29 were re-wrapped. Dart test and chemical indicators did not show evidence a defect occurred. A daily log is now kept of test results for sterilizer.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-94. Service provided by: factory trained/authorized/owned service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, failure to cycle. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.